Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 349 mg/dl.